Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 165ml lipid bag programmed for 8.25ml/hr was discovered empty sooner than expected. The lipid bag was discovered empty after 6 hours of infusion when the pump alarmed for air-in-line. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a possible over-infusion could not be confirmed. The report of an air-in-line (ail) alarm occurring approximately 6 hours after the start of infusion was confirmed through review of the pump module event log. The pcu event log was not provided. The pump module event log showed that on (B)(6) 2015 at 10:15pm, an infusion was started at a rate of 8.25ml/hr with a vtbi of 165ml. Approximately 6 hours later, an ail alarm occurred. The infusion was restarted and then paused 5 seconds later. At 4:29am, the infusion was restarted at the rate of 8.25ml/hr with a vtbi of 115.757ml, which would be the remaining volume of the initial infusion. Two seconds later, the device was paused. Approximately 50 minutes later, the device was channeled off. The infusion duration lasted a total of 5 hours, 58 minutes and infused a calculated volume of 49.225ml. Testing and inspection of the returned system identified no malfunctions and the pump module was found to be infusing within specification. The root cause of the medication bag emptying sooner than expected was not determined.